Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. (B)(4).

Event description:
It was reported that upon interrogation there was oversensing noted with the patient's right atrial (ra) lead during atrial episodes. The sensitivity level was programmed to a different value to address the oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.